Event description:
"I experienced repeated, premature malfunctions of my freestyle libre 2 failed before 14-day wear, fell off early. I have documentation that abbott customer care confirmed these were product defects, not user error, and issued replacements. The core problem is the manufacturer's refusal to honor replacements for their own defective product. Abbott informed me I had 'exceeded my annual replacement limit,' and discontinued the replacements, despite the failures being due to defects. I am being penalized for the company's faulty product. This practice creates a critical patient safety concern and directly interrupts my ability to maintain continuous glucose monitoring (cgm), which is essential for managing my diabetes. Furthermore, the company, in its final bbb response (ID (B)(6), dated (B)(6) 2025), explicitly recommended I 'consult with my healthcare provider... And determine the best solution for your ongoing care,' effectively suggesting I switch to a competitor rather than resolve the confirmed defect issue. I also have one approved freestyle libre 3 plus replacement sensor that was never delivered. The failures of the device, coupled with the company's denial of warranty/remedy, place my health at risk."